Event description:
A customer reported via phone call indicating that their insulin pump went into threshold suspend like three times. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer stated they did not want to troubleshoot the issue. The customer will monitor the insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.